Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract when the button was pressed on bd insyte autoguard shielded IV catheter. No serious injury or medical intervention reported.

Event description:
It was reported that the needle did not retract when the button was pressed on bd insyte autoguard shielded IV catheter. No serious injury or medical intervention reported.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Indeterminate ¿ without the actual sample for evaluation there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the needle did not retract when the button was pressed on bd insyte autoguard shielded IV catheter. No serious injury or medical intervention reported.